Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/29/2014 with the following findings: during investigation, the contrast and up arrow keypad buttons were unresponsive. The down arrow and ok keypad buttons were intermittently unresponsive. The keypad cover was returned and contamination was found under all key contacts. The up arrow, down arrow, and ok key contacts were misaligned. The keypad cover had been returned torn. The display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a keypad response issue with evidence of contamination under key contacts and a display failure. This report is made based on results of investigation completed on 04/29/2014. There was no adverse event associated with this complaint.